Manufacturer narrative:
UDI #:unknown because product details are not available. Ages/dates of birth: unknown. Gender/sexes: unknown. Dates of event: unknown. Model, catalog #, serial numbers, expiration dates: unknown. (B)(6). (B)(4). Device manufacture dates: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
Systematic occlusion of shunts: control of early postoperative iop and hypotony-related complications following glaucoma shunt surgery. J glaucoma. 2016;25(1):54-61. Objective: evaluation of a protocol of total intraluminal occlusion of baerveldt shunts and its effects on early postoperative intraocular pressure (iop) control and hypotony-related complications. Design: this was a noncomparative, prospective, and interventional study. Participants: glaucoma patients were recruited to undergo baerveldt shunt surgery. A total of 116 eyes of 112 patients were enrolled. Intervention: during shunt implantation, aqueous outflow was restricted using an intraluminal occluding stent inserted through the entire tube length, with and without external ligation, to halt aqueous flow. Postoperatively, eyes underwent ligature laser suture lysis and partial or complete stent removals, at predetermined time intervals. Main outcome measure: loss of postoperative iop control was categorized as transient or persistent hypotony (iop 5mm hg) or hypertony (iop >21mm hg). Patients were followed up for 1 year. Results: preoperatively median iop was 23mm hg (mean 26mm hg, sd 12mm hg), median number of glaucoma medications was 3.0 (mean 3.0, sd 1.2). During year 1, laser suture lysis was performed in 30 eyes (26%) and stent removal in 93 eyes (80%) (23 partial; 70 complete). There was 1 case of transient hypotony, no cases of persistent hypotony, 10 of transient hypertony, and 3 of persistent hypertony. Nine eyes had iop 5mm hg at z1 time points and hypotony-related complications occurred in 8 eyes (7%). At 1 year, median iop was 12mm hg (mean 13mm hg, sd 4mm hg) with a median of 1.0 glaucoma medications (mean 1.1, sd 1.3). The cumulative probability of failure during the first 12 months follow-up was 6% (n=7). Overall postoperative complications occurred in 11 eyes (9%). Conclusions: the surgical and postoperative protocol resulted in controlled, step-wise reductions of iop with low rates of hypotony and related complications. Page 57 of the 116 eyes, 38 eyes (33%) underwent tube ligation during shunt implantation. In 8 eyes the nylon sutures could not be located postoperatively because tenon's capsule was too thick. The remaining 30 eyes underwent lsl on average 6.8 +- 3.1 weeks postoperatively. The median iop before lsl was 26mm hg (iqr, 19 to 33mm hg), which dropped significantly to 14mm hg (iqr, 11 to 21mm hg), 1 week later and remained lower 1 month later [19mm hg (iqr, 14 to 22mm hg)]. There were no cases of hypotony or hrcs following lsl. Of the 30 eyes that underwent lsl, subsequent stent removal was necessary in 25 eyes. Stent removals were required in 80% of eyes (n=93). Following stent removal 5% (n=5) of eyes required an increase in medications; only 2 eyes experienced both an increase in iop and an increase in glaucoma medications. Page 58 failure occurred in 7 eyes (6%) because of inadequate iop reduction. However, there were no cases of persistent hypotony, glaucoma reoperation, or loss of light perception. In the eyes considered as surgical failure, 1 eye was lost to follow-up. In the remaining 6 eyes, median preoperative iop was 15mm hg and postoperatively 13mm hg, and mean preoperative glaucoma medications was 3.3 and postoperatively 1.2. At month 12, qualified success (with or without medications) was achieved in 94% (n=98) of eyes and complete success in 32% (n=33) of eyes. Complication types: shallow ac, choroidal effusions, transient hypotony, descemet detachment, hyphema, diplopia. Page 59 intraoperative hyphema was observed in 2 patients, and no other intraoperative complications were observed. Postoperative complications occurred in 11 eyes (9%) and were nonsight threatening: hyphema (n=1), transient diplopia (n=1), descemet's membrane detachment (n=1); hrcs occurred in 8 eyes: transient hypotony (n=1), shallow ac (n=2), and transient choroidal effusions (n=5) (table 3). There were no tube blockages, retractions, erosions, or cases of endophthalmitis.